Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that during the infusion of platelets, rn noticed leakage at the spike and under the drip chamber. The platelet bag was discarded and a new bag obtained to continue the patient¿s infusion. No patient harm was reported.